Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, one of the master tool manipulator (mtm) was being sticky on one of the surgeon side console (ssc) and keeps giving a match grips message. The surgeon switched to the other console and the issue was resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon had to move to second ssc to get the master tool manipulator (mtm) to work. The procedure was completed with no patient injuries.

Manufacturer narrative:
Based on the claim against the product by the customer noting sticky, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the customer reported issue. The fse completed the system calibration/test of dte platform. Mtmr1 and mtmr2 required grip re-calibration before passing. All other tests passed. The gimbal grips were in good shape and did not require replacement. The fse advised the customer to return the grips to a neutral state before swapping arms, especially with large instrument heads. The system was tested and verified as ready for use. This complaint is reportable malfunction event due to the following conclusion: the customer converted to another surgeon side console after the start of the procedure due to one of the master tool manipulator (mtm) sticking. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate procedure change.